Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0jpa7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the patient had a history of (B)(6).

Event description:
It was reported that the device was explanted due to an infection (B)(6) 2014. A culture determined that it was (B)(6). The patient never left the hospital and died on (B)(6) 2014. An autopsy was currently being performed. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.